Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was completed as planned with the same system without delay. A philips field service engineer (fse) went onsite and confirmed the c- movement issue (all movements could not move partially). The analysis of the system log file found that the z-rotation post error, confirming the z-rotation potentiometer position problem. To resolve the reported issue, the fse re-debugging and calibrated/adjusted the z-rotation position. After which, the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality, and the procedure was completed using the same system without delay. Therefore, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a failure of the c-arm geometry movement. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.